Manufacturer narrative:
The pod was received deployed, with the needle exposed. The download data does not show any timeouts or drive stall. Inspection of the pod found that the needle was not seated in the slide retract. The slide retract was found have excess material. Fluid path test was performed and no defects or abnormalities were found. Drive mechanism as inspected and no abnormalities were found. No blood was observed in or on the device. Due to the presence of excess material in the slide retract, the needle did not sit flush inside it. This excess material contributed towards the needle to be exposed once the pod was deployed. The incorrectly installed hard cannula can be confirmed as the cause of the reported pain during insertion and bleeding/bruising event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing discomfort at the infusion site on the abdomen after less than 24 hours of pod wear, noting that the pod had been placed the previous evening, with pain present upon insertion that persisted through the night. The following day, blood glucose was reported to have increased to 15 mmol/l (270 mg/dl) after eating, which the patient did not initially attribute to the pod. The pod was subsequently removed, and the patient observed redness and slight bleeding at the infusion site. He suspected that the cannula may have hit a blood vessel. A new pod was applied, and the patient successfully resumed therapy. The device was returned for investigation, and a needle mechanism failure was identified.